Manufacturer narrative:
The returned slap hammer was evaluated. One of the retention pins has fallen out and was not returned. The other has partially dislodged from its original position but remains attached to the device. The cause is likely attributed to higher forces than expected applied to the device during usage, or from repetitive uses and washings. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a slap hammer was broken while removing two spacers from the disc space within surgery. There were no reports of patient injury associated with this event.